Event description:
On 2024-05-02 complaints forwarded abstract from journal heart and lung transplantation entitled: "¿long-term¿ use of impella - safe to do?" In which impella supports from 5/2017 to 5/2021 were analyzed. The complications noted during impella rp support were hemolysis, access site bleeding, thrombocytopenia, vascular complications, ventricular arrhythmias, access site infection, sepsis, and cva.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ zeschky, c., ahmed, h., alayyar, m., jothidasan, a., husain, m., stock, u., & smail, h. (2022). ¿long-term¿ use of impella - safe to do? The journal of heart and lung transplantation, 41(4). Https://doi.org/10.1016/j.healun.2022.01.1603.

Manufacturer narrative:
A.1, a.4 and a.5 are unknown. D.4 catalog number, serial number, lot number, expiration date and unique identifier (UDI) # are unknown. D.6a and d.6b implant and explant dates are unknown. H.4 device manufacture date is unknown. The investigation for the hemolysis, access site bleeding, thrombocytopenia, vascular damage, ventricular tachycardia/ventricular fibrillation (vt/vf), infection/sepsis, thrombus and stroke/cerebrovascular accident (cva). Has been completed. The root cause of the hemolysis, access site bleeding, vascular damage was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. The cause of the thrombocytopenia was not determined due to insufficient clinical details. As the necessary clinical information was not provided, the root cause of the vt/vf, infection/sepsis, stroke/cva and thrombus was not determined. As noted in the impella instructions for use: impella rp with smart assist system with automated impella controller section: warnings and cautions ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound. ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿ section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿ section: use of the repositioning sheath and the 23 fr peel-aways introducer ¿to prevent contamination and subsequent infections, always use sterile technique on the insertion site. Follow institutional protocols for prophylaxis of infection for patients on ventricular assist devices and indwelling lines, as well as protocols for surveillance of such patients. If device-related infection occurs, consider each patient¿s clinical circumstances when deciding whether to continue impella support.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ impella rp smartassist system with automated impella controller section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: warnings ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings ¿do not advance or withdraw the impella rp with smartassist system catheter against resistance without using fluoroscopy to determine the cause of the resistance. Doing so could result in separation of the catheter or guidewire tip, damage to the catheter or vessel, or perforation.¿ b.2 required intervention was previously selected incorrectly on the initial manufacturer device report number 1220648-2024-11651. B.3 and g.1 manufacturing site name and address section were revised as previously entered incorrectly on the initial manufacturer device report number 1220648-2024-11651. H.6 code 4620 was previously entered incorrectly on the initial manufacturer device report number 1220648-2024-11651. A new code was added to health effect - impact codes. Code 925 was added to component code since the initial manufacturer device report number 1220648-2024-11651 in accordance with updated procedures. H.10 a.1, a.4, a.5,d.4 catalog number, serial number, lot number, expiration date and unique identifier (UDI) #, d.6a, d.6b and h.4 are unknown statements were inadvertently omitted from the initial manufacturer device report 1220648-2024-11651. H.10 additional manufacturer narrative instructions for use were revised from the initial submission of manufacturer device report number 1220648-2024-11651 in accordance with updated procedures.